Event description:
It was reported that during surgery that the reamer fractured. There was no harm, injury, surgical/medical intervention to patient and no record of a delay. The procedure was complete with the second reamer, which was fractured while finishing the ream of the glenoid. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 narrative: item: sbgl3007, lot: 66524467, item name: modular center post reamer. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). The following sections have been updated: b4, b5, d4, g1, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product identified that the device was fractured. Fracture analysis has been previously analyzed for this fracture location where overload was identified as the mode of failure. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. H6 component codes: mechanical (g04) - drill if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.